Event description:
Additional information provided by an attorney indicated a subsequent culture was taken and revealed the bacteria to be proteus mirabilis, an intestinal bacteria. The pt lost the sight in the eye, then lost the eye intself.

Event description:
A surgeon reported that a pt developed endophthalmitis following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Add'l info has been requested.